Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an issue with the sensor. The sensor was inserted into the arm on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a sensor issue through connection loss. A root cause could not be determined via data. The reported issue of a sensor issue is reportable based on the finding of permanent connection loss. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.